Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was unknown if the patient was hospitalized for the event. On the same day as the onset, the patient was treated with gentamicin (40 milligrams one exchange, route, duration and frequency not reported) for peritonitis. At the time of this report, the patient outcome was not reported. Dianeal therapy was ongoing. No additional information is available.